Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the 5000 hour kit and safety disk. The unit passed all functional and safety tests and was returned to customer.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had a catheter restriction alarm. The unit was replaced by a spare unit by the customer. There was no patient injury reported.